Manufacturer narrative:
The device was not returned and the lot number is unknown; however, this device is not approved for use with a power injector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a standard bore i.v. Catheter extension set ruptured during power injection. Further discussion with the customer determined that the set was being used incorrectly with a pressure device. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.